Manufacturer narrative:
A replacement glidescope go monitor kit was provided to the customer and the glidescope go monitor used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and confirmed the image issue. The technical service representative noted that one half of the lcd was white and the other half had colored vertical lines. The camera image quality test was performed and failed. The technical service representative attributed the image issue to the lcd failure. Since the customer had already received a replacement glidescope go monitor kit, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the monitor had green lines on the display. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.